Event description:
It was initially reported on (B)(6) 2011 that an alarm was heard and confirmed by telemetry due to low battery; normal pump longevity was indicated. The pump was later replaced. As of the date of this report it was stated that during pump replacement a catheter dislodgment was noted. The catheter was explanted but not replaced/revised.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: unk.

Manufacturer narrative:
(B)(4).